Event description:
The facility reported an infusion pump with a battery failure during pt infusion. The risk coord indicated, the pt was admitted through the emergency dept (ed) in 2007 with a diagnosis of sepsis. In the ed, the pt became pulse-less, went into cardiac arrest, coded, and was resuscitated. The pt was receiving dobutamine (dose, rate, concentration and volume unk) and levophed (dose, rate, concentration and volume unk). The pt was being transported from the radiology dept back to the unit, when the pump failed. The nurse noted that the screen was blank approx 1 minute after detaching the ac cord from the wall. The pt was reportedly unstable at the time of the event. The pt was transported to the ICU prior to the same day and expired three days later, with co morbid conditions. No autopsy was performed. No cause of death is listed.

Manufacturer narrative:
1. No additional information is available for the evaluation performed on this device. Per the baxter colleague service manual, for failure code 814:04, either the ail pcb (air in line printed circuit board) or pump head mechanism should be replaced. The ail pcb on channels b and c was replaced per procedures.2. Review of trending information from the june 2005 to may 2007 timeframe reveals that there is no adverse trend in the number of occurrences of this failure code.

Manufacturer narrative:
A request for the return of the device has been made. The device is being shipped to the baxter pal lab for eval. A follow-up report will be filed upon completion of an eval or if any additional info becomes available.